Event description:
It was reported that blade detachment occurred. The target lesion was located in the iliac artery. An 8.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. At the course of the procedure, it was noted that when the physician took the balloon out through the port of the sheath, one of the blades partially came off the balloon. The procedure was completed with this device. No patient complications were reported and patient's status post-procedure was fine.